Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-07505 and medwatch 2210968-2012-07507. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to grade iii cystocele and stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure concurrently with anterior colporrhaphy. It was reported that patient underwent resection of exposed vaginal mesh on (B)(6) 2013 by (B)(6) at (B)(6) center due to vaginal mesh exposure and vaginal spotting.